Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an alert due to atrial lead impedance being out of range. It was also reported that there was noise on the atrial lead. The clinician reported that they would continue to monitor the patient. No adverse patient effects were reported. The ICD and lead remain in service.